Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose of 29.2 mmol/l at the time of the incident. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active. Troubleshooting was not completed for high blood glucose. The customer also reported possible issues with the transmitter charger. The insulin pump will not be returned for analysis.